Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of second flange stuck in scope. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments (udf). Imdrf impact code f2301 captures the reportable event of the axios puncture site in the duodenum was clipped. Imdrf impact code f2202 captures the reportable event of a second ercp attempt was initiated. Imdrf impact code f23 captures the reportable event of an attempt to proceed with percutaneous trans-gallbladder drainage (ptgbd) was made.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was attempted to be implanted transduodenal to the gallbladder for drainage during an endoscopic ultrasound guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2026. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. The procedure progressed as expected until lever 4 was fully retracted, initiating deployment of the stent within the endoscope channel. At that point, the operator was instructed to unlock sheath levers 1 and 3 and gently shake the device to facilitate release from the channel. Instead, the sheath levers were forcefully and rapidly moved between the fully advanced and fully retracted positions. Endoscopic visualization demonstrated that the axios stent had not fully deployed and remained elongated within the channel. When the delivery system was withdrawn from the scope, it was observed that the stent had not fully released from the delivery system. Resistance was encountered within the forceps channel while attempting to remove the delivery system with the guidewire still in place. The delivery system was then forcefully withdrawn, resulting in detachment of the axios stent and separation of the energized distal tip. The stent detached within the scope channel and was subsequently retrieved; however, the location of the distal tip could not be identified. As a precaution, the endoscope was scheduled for inspection. Post-procedure evaluation of the delivery system confirmed that deployment levers 2 and 4 were positioned approximately midway between their intended positions. Following device removal, a second ercp attempt was initiated but was discontinued due to temporary worsening of the patient's respiratory status. An attempt at percutaneous trans-gallbladder drainage (ptgbd) was also discontinued due to gallbladder shrinkage. Once scope insertion again became feasible, the axios puncture site in the duodenum was clipped. Ercp was subsequently completed with placement of an endoscopic naso-gallbladder drainage catheter (engbd), and bile was aspirated from the gallbladder, concluding the procedure. There was no patient injury reported due to this event. Note: it was reported that after completely retracting the lever 4 and deploying the stent within the working channel, the physician forcefully and rapidly moved the sheath levers back and forth between the fully advanced and fully retracted positions. The axios stent and electrocautery- enhanced delivery system instructions for use state "deploy the stent second flange. Unlock the stent lock and retract the stent deployment hub to the top of the handle in the direction indicated by the "4" arrow (figure 14). The second flange of the stent is now released but may remain in the working channel. If the second flange remains in the working channel of the echoendoscope, while ensuring that the first flange remains correctly in position, advance the catheter control hub while retracting the scope in a 1-to-1 fashion until the second flange releases from the scope and is visualized on endoscopy or eus."